Manufacturer narrative:
(B)(4). On an unreported date, the patient was diagnosed with peritonitis manifested by cloudy peritoneal dialysis (pd) effluent, loose motion (not further specified), fever and abdominal pain. On an unreported date, the patient¿s pd effluent was clear. On an unreported date, (five days after being admitted to the hospital) the patient was discharged. On and unreported date, treatment with the unspecified antibiotics was complete. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent along with fever, abdominal pain, and loose motion coincident with peritoneal dialysis therapy. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for fifteen days (drug names, doses, routes, frequencies, and durations not reported) for cloudy effluent. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.